Event description:
Rptr's brand new ge ultrasound machine logiq 100 pro, stopped working while vaginal probe inside pt. Checkup done by ge engineers found short circuits in the front end board. The hvps - high voltage power supply-board was found burnt while its fuse is intact. Rptr is afraid this could pass high voltage to the pt. The co still refused to replace new machine and reassure rptr.